Manufacturer narrative:
Internal file number - (B)(4). MFR site- contact name and reg #. Evaluation summary: analysis was performed on the returned device. The marker lumen blockage could not be replicated in a testing environment as there was dried blood observed in the internal marker tube. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and treatment appears to be related to circumstances of the procedure due to under insertion of the device. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi)procedure. Reportedly, there was no blood flow coming from the marker lumen. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 18f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.